Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was prepared to use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the preparation outside the patient, the product was unpacked and it was found that the steel wire inside the handle was fractured. The procedure was completed with another of the same device. There were no patient complications reported due to this event and the patient's condition at the conclusion of the procedure was reported to be stable.